Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight of the device was to the specifications and an opening on the radius side. A visual and microscopic analysis were performed which identified a punctured opening, a striated opening and a flat crease. Based on the device analysis the final assessment is: a striated puncture due to surgical-like damage consistent with the use of some surgical tool, and a striated opening due to surgical damage consistent the use of some surgical tool. The reason for reoperation: unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side device ¿sticky silicone residue on it." Device has been explanted.